Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The 3i t3® parallel walled implant (bops5410) was not returned for investigation. However, the certain gold-tite hexed screw was returned (images 1 & 2). Visual evaluation of the as returned screw identified that the hex had minor gouges from use (image 2). The screw had no evidence of any significant damage/malfunction. However, the implant was viable and no implant related issue was reported. Functional testing and dimensional analysis could not be performed since the implant was not returned and the screw hex had minor signs of usage. No pre-existing conditions were noted. The implant had been placed on tooth # 14 (unknown notation system) for an unknown amount of time when the incident occurred. X-ray or picture images were not provided. Appropriate documentation was reviewed. DHR review for the lot revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. However, DHR review could not be performed for the screw since the lot number was not provided. Complaint history review was performed for the lot for similar events and no other complaint was identified. Additionally, a year-long complaint history review by item number (iunihg) was performed for similar events and no complaint about nonconforming products was identified. Based on the available information, screw and implant malfunction did not occur and the reported event could not be verified. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "yes" to "no". H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Lot/serial # unknown / not provided. Implant date unknown / not provided. Explant date unknown / not provided. Device manufacturer date number unknown / not provided.

Event description:
It was reported that screw loosened in site 14 with a bops5410 lot 2015121048. No injury to patient.